Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the deployment sequence in the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a placement of sutures in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an aneurysm vascular repair procedure plus a parafugal occlusion. Reportedly, the first device placed at 10 p.m. Did not work as it was observed that the sutures were broken. The sutures of two new proglide devices were successfully pre-placed at 10pm and 2pm. The sheath was upsized to 12f sheath and the aneurysm vascular repair procedure was completed. Hemostasis was achieved by the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.